Event description:
A malfunction was reported with a display code malf 16, and there was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the pump and confirmed the shipping address for the replacement. The customer, who was informed on how to store the malfunctioning pump, agreed to return it using the provided prepaid label within 10 days. As an interim solution, the customer opted to use multiple daily injections to ensure continuous insulin delivery.